Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred via the header of the dialyzer. Estimated blood loss was 50-100ml. The patient had no adverse effects and no medical intervention was required. Antibiotic IV was administered prophylactically post-treatment.

Manufacturer narrative:
The reported complaint is not confirmed. The MFR has not received a complaint sample for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manfacturing process. Product labeling, material and process controls were within specification.